Manufacturer narrative:
A2: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. H4: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric icl implantable collamer lens into the patients eye and the lens had rotated. The lens was successfully repositioned and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: h6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+4.0/089, into the patients left eye (os). The lens had rotated and was successfully repositioned. The lens remained implanted. Claim # (B)(4).